Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received via remote transmission showing high, out of range, hv lead impedance on the rv lead. No other anomalies were noted. Patient will continue to be monitored. No further information.